Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer mentioned they received insulin flow blocked alarm. Customer was reported a past event. The customer stated that they had three infusion set had a bent cannula. Customer reported that the event was resolved by infusion set change. The customer was treated for the high blood glucose with insulin pump. No further details were provided. The insulin pump was not returned for analysis.